Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Furthermore, the respondent requested to remain anonymous; therefore, baxter is unable to request the device for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a levophed infusion the novum iq large volume pump over-infused the ¿entire bag¿ resulting in the patient¿s death. In the medwatch, the reporter stated, ¿if the tubing terminating at the patient receives just the right amount of tension it causes a siphoning effect where the entire bag of medication will rapidly infuse into the patient, while it appears that the medication is infusing appropriately on the pump screen.¿ furthermore, the reporter added ¿there are no safety measures in effect at this time to prevent this from happening again." The respondent requested to remain anonymous; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.